Manufacturer narrative:
A ventilator was returned to the manufacturer for eval and the customer's complaint was confirmed. The device's power management board will be replaced to address the issue. Device has been evaluated but not repaired, pending customer approval of the estimate.

Event description:
The manufacturer received info alleging a ventilator failed to charge its internal battery. There was no harm or injury reported.